Manufacturer narrative:
(B)(4). Investigation is underway.

Event description:
As reported through early (B)(4) clinical study, during implantation of a 20mm sapien 3 valve in the aortic position via transfemoral approach, although satisfactory placement was achieved, echo revealed significant aortic regurgitation (ar). The physician removed the wire to see if that would help resolve, but it persisted. They then tried ballooning with a 20mm balloon, but the echo continued to show central ar. It was then that the physician deemed it to be a possible leaflet malfunction. Another valve was placed in the same orientation. This resolved the ar and resulted in a satisfactory outcome.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
The device was not returned; therefore an evaluation could not be performed. A device history review (DHR) was performed and did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. It should be noted that evaluation code ¿leaflet ¿ motion restricted-in patient¿ is similar to ¿leaflet ¿ inadequate coaptation-in patient¿, therefore, the review was performed on both codes. A lot history review did not reveal any other additional complaint related to ¿leaflet ¿ motion restricted ¿ in patient¿ or ¿leaflet ¿ inadequate coaptation-in patient¿ or ¿valve ¿ regurgitation-central leak¿ for the relevant work order. A review of complaint history revealed that the occurrence rates did not exceed the june 2018 control limits for trend categories ¿leaflet motion restricted (in patient)¿ and ¿regurgitation¿. No instructions for use (IFU) or training deficiencies were identified. Manufacturing inspections support that it is unlikely that a manufacturing nonconformance contributed to the reported complaint. The complaints of ¿leaflet ¿ motion restricted-in patient¿ and ¿valve ¿ regurgitation-central leak¿ were unable to be confirmed. A review of the DHR, lot history, and complaint history revealed no indication that a manufacturing non-conformance contributed to the complaint. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or nonfunctioning leaflet. Based on historical review of complaints, these events are typically a result of incorrect valve sizing, valve under expansion, native leaflet overhang due to valve deployment too ventricular, leaflet damaged due to post-dilatation, leaflet impingement by a guidewire, leaflet impingement in a calcified valve, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Per the IFU, central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The aforementioned patient and/or procedural factors can all contribute to suboptimal coaptation of the sapien 3 valve leaflets and cause central aortic regurgitation. In this case, it appears that a correct valve size (20mm) was selected given that the measurement of annulus area (323.3mm2). As reported, the valve was deployed coaxially within annulus with nominal inflation volume (11cc) and landed at 70:30 (a/v) position. Post thv deployment, a central leakage was observed without a wire crossed. Post dilatation was attempted with a 20mm trueballoon, but was not successful. Therefore, central regurgitation as a result of incorrect valve sizing, valve under expansion, native leaflet overhang due to valve deployment too ventricular, or leaflet impingement by a guidewire are likely not root causes for this case. The patient had a mild calcification in native annulus and leaflets. Although cannot be confirmed, it is possible that a leaflet was impinged by calcification, preventing it from proper coaptation and leading to central ar. Post dilatation could be another contributing factor. As reported, post dilatation was performed with a 20mm trueballoon. Post-dilating the valve with a non-compatible balloon could damage the leaflets and result in the same failure mode. However, a definitive root cause was unable to be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of ¿leaflet ¿ motion restricted-in patient¿ and ¿valve ¿ regurgitation central leak¿ were unable to be confirmed. No manufacturing non-conformances were identified during evaluation and a definitive root cause was unable to be determined at this time since no labeling or IFU/training inadequacies were identified and review of the complaint history revealed that the occurrence rate did not exceed the june 2018 control limits for applicable trend categories, no corrective or preventative action is required at this time.